Manufacturer narrative:
(B)(4). Results: severe calcification, 80% stenosis. Force used during delivery and retraction, most likely further contributed to the stent damage. Device or procedural images not provided for review. Conclusions: severe calcification, 80% stenosis. Force used during delivery and retraction, most likely further contributed to the stent damage. Device or procedural images not provided for review.

Event description:
The physician intended to implant an integrity stent to treat a lesion in the anterior descending artery by direct stenting. The target lesion exhibited 80% stenosis and severe calcification. Resistance was encountered advancing the device to the target lesion and force was used in an effort to advance the device. When the stent was past the ostium of the anterior descending artery, the physician began having difficulties to cross through the lesion and decided to remove the device. Force was used during device removal as the device was stuck in the guide catheter. The stent was observed to be damaged on removal. The lesion was then pre-dilated and another stent was successfully implanted. The integrity device had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported.